Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with two of their sensors. The customer states the needle detached from both and was not able to use it. The customer's blood glucose level at the time of incident was 225mg/dl. It was reported that the sensors would be replaced and returned for analysis.

Manufacturer narrative:
A visual inspection of two opened and used enlite sensors; found the insertion needles separated from the sensor bases; unable to confirm if the customer received the sensors in said condition due to the sensors were returned opened and used.